Event description:
It was reported by the customer that the pyxis medstation system encountered an issue where the auxiliary drawer was not responding and not detected on the bus. The customer stated this malfunction occurred while issuing medication to the patient. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the auxiliary half height cubie drawers 1.1 and 1.2 failed due to the faulty pyxis module controller board. A field service engineer replaced the pyxis module controller board to resolve the issue and confirmed that the issue was resolved. Additionally, all bus connections were inspected and secured. The system functioned as intended after the field service engineer troubleshooted the device.